Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via hone call that they had a no delivery. Customer also reported having issues with their reservoir. The customer stated the plug was stuck in the reservoir. Customer also reported the alarm was resolved by a reservoir change. The customer also reported experiencing high blood glucose reaching 505 mg/dl. The customer stated they were able to correct their blood glucose. The customer declined to return the insulin pump for analysis.